Event description:
Caller reported patient experiencing elevated blood glucose (500 mg/dl) over the previous week. Caller indicated that patient administering boluses and injections to reduce blood glucose.